Event description:
The customer reported that the view screen on their acuity central station was frozen. The customer's biomedical engineer reported that he requested that clinical staff power cycle the unit. The sys did not come back up after the power cycle. The biomed contacted welch allyn technical support for assistance. Tech support suggested that the customer send the unit in for eval. During the time that they could not log into the sys, centralized pt monitoring would be unavailable. Pt vital signs were still available at the bedside monitors while central station was unavailable. No pts were adversely affected. The customer did not indicate pt identifiers for any pts that were on the sys at the time of the reported sys freeze.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a (B) (4) central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. Customer called to complain that the central monitoring screens were frozen. Their on-call biomedical engineer was not able to reboot the system successfully, even with the help of welch allyn tech support providing remote telephone assistance. The device was returned for eval. Welch allyn could not confirm any device failure while testing the device. The device log did not show any error codes that may have indicated a failure. Welch allyn factory service replaced several components as a precaution, and then tested the device, confirmed that it met all specs, and returned it to the customer.